Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the calcified superficial femoral artery to common femoral artery. A 6.0x150x150 sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.